Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited out of range right ventricular (rv) lead pace impedances measuring greater than 2,000 ohms. Subsequently, this patient underwent intervention and the lead was explanted and replaced. No lead fracture was observed; however, there was a visual lead abrasion. The lead remains at the hospital at this time for analysis.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.